Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error and that the batteries did not last as long as they had previously. The blood glucose reading was 129 mg/dl. The customer stated that the batteries used to last about a month, then they started lasting 3 weeks, and now they lasted about 2 weeks before required a replacement. She did not recall when the motor error had occurred nor what the blood glucose reading was at the time of the alarm. Advised discontinuation of the insulin pump due to the motor error alarm, but the customer declined, stating that the insulin pump worked fine. Advised against this, and advised that a replacement battery cap would be sent. Nothing further reported.